Event description:
A pt experienced erythema and soreness of gingival margins after placement of a class v restoration with esthet-x and prime & bond nt, indicating a possible allergic reaction to either material or a constituent part. No medical intervention to treat the reaction was reported, but the restoration is expected to be removed and replaced using materials previously placed without reaction.